Manufacturer narrative:
Citation: brown et al. Contegra versus pulmonary homografts for right ventricular outflow tract reconstruction: a ten-year single-institution comparison. World journal for pediatric and congenital heart surgery 2(4) 541-549. Doi: 10.1177/2150135111415711. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature which compared bovine jugular vein grafts with cryopreserved pulmonary homografts in patients with right ventricular outflow tract (rvot) obstruction. All data were collected from a single center between january 1999 to august 2010. The study population included 216 patients (predominantly male; mean age 8 years), 153 of which were implanted with a medtronic contegra pulmonary-valved conduit (serial numbers not provided). Among all contegra patients, nine death occurred due to: low cardiac output, pulmonary hypertension, pulmonary hemorrhage, sepsis (meningitis), respiratory failure, pneumonia, arrhythmia, respiratory distress syndrome, and disseminated intravascular coagulation (dic). Based on the available information none of the deaths were attributed to medtronic product. Among all patients adverse events included: 33 stenosis, 28 conduit dysfunction (stenosis and/or regurgitation), 27 unspecified conduit failures, 9 explants, and elevated gradients. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.